Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient had called their rep, reporting that their device turned itself off at night and the device was at 0.00 in the morning. It was reported that they were also having difficulty communicating with the device. They stated that they adjust it so it¿s comfortable, because they did not have adaptive stimulation enabled yet, but it was at 0.00 when they wake up. Patient reported it occurred today ((B)(6) 2017). There were no external factors that may have led or contributed to the issue. The rep indicated that they would be meeting the patient on monday (B)(6) 2017 at 1 pm. It was reported the event began on (B)(6) 2017. Additional information was received from the rep on (B)(6) 2017. It was reported that the patient stated that their device had not acted up since friday when they spoke. It was reported that the diary of their usage showed the device had been on regularly with no interruptions in therapy from their last post-operative visit on (B)(6). Impedances were within normal limits. The patient indicated that they would notify us if they had any other problems. It was reported that they had another follow-up appointment scheduled for (B)(6). No further complications were reported/anticipated.